Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported pain during injection, insulin will not press down at a good flow." Verbatim: consumer reported just started using 2nd gen pen needles they hurt when inserting into site. Consumer reported - sometimes the insulin will not press down at a good flow. I'm feel I'm not getting my full dose of lantus. However, my glucose readings are not increasing . Consumer does not reuse. Advised to let alcohol dry before inserting needle. Not to pinch up skin. Review the non patient end before placement. And to always complete a flow check lot # 9310115. Catalog# 320550. Date of event (B)(6) 2020. Sample status awaiting sample of unused and one used from tonights injection. Last nights discarded.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported pain during injection, insulin will not press down at a good flow verbatim: consumer reported just started using 2nd gen pen needles they hurt when inserting into site consumer reported - sometimes the insulin will not press down at a good flow. I'm feel I'm not getting my full dose of lantus. However, my glucose readings are not increasing . Consumer does not reuse. Advised to let alcohol dry before inserting needle. Not to pinch up skin. Review the non patient end before placement. And to always complete a flow check. Lot # 9310115. Catalog# 320550. Date of event (B)(6) 2020. Sample status awaiting sample of unused and one used from tonights injection. Last nights discarded.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.